Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead pacing therapy may be compromised. Loss of capture observed on presenting intracardiac electrogram. The rv lead exhibited high pacing thresholds. During the revision, the helix was retracted and the rv lead was found dislodged. A surgical intervention was performed to reposition the rv lead. The right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.